Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. The tibial tray also collapsed into varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray revealed evidence indicating micro-motion of the device in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.